Event description:
It was reported that the patient was having difficulty charging the ipg. The ipg was replaced with a non rechargeable battery and the patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.